Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezi1155 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by doctor that a pediatric patient diagnosed with severe viral encephalitis had a PICC placed in the basilica vein on (B)(6) 2016 with the catheter body length at 29cm. The doctor stated that on (B)(6) 2016 it was found that the outer part of the catheter was fractured and "massive" amounts of flashback was found. The location of the catheter was at the t7 chest thoracic vertebrae which belongs to the standard placement location. Catheter was removed.